Manufacturer narrative:
Based on the historical follow-up data was provided, the expected overall longevity is estimated at 38 months (3 years). The implantation duration was 38 months, which is equal to the estimated overall longevity. Based on hrs guidelines, no premature battery depletion occurred. It should be noted that the consumption depends on the device¿s programming. In this specific case, the ventricular amplitude was programmed high (4 v) with a long pulse width (0.85ms). In addition, the pacing rate at the ventricular level is high as well (between 79% and 93%). These programmed parameters explain the low device¿s longevity. The returned device showed normal operation. Based on the available data, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report for more information.

Event description:
Sudden battery depletion for unknown reasons. Patient accessed emergency department with no chance to interrogate pm. The device was replaced the following day without more issues.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Sudden battery depletion for unknown reasons. Patient accessed emergency department with no chance to interrogate pm. The device was replaced the following day without more issues.